Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that, during the attempted implant procedure, the patient's left ventricular (lv) lead had inadequate thresholds. The physician attempted to implant the lv lead in multiple vessels but could not obtain adequate thresholds. The lv lead was removed and not replaced. No patient complications have been reported as a result of this event.